Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 8 events were reported for this quarter. 8 devices were received for evaluation; 8 events were confirmed during testing. 8 devices were found to be affected by shedding metal debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device was reportedly shedding metal debris. There was no patient involvement; no patient impact.